Event description:
It was reported that there was a revision of a peri-prosthetic fracture between the total knee and hip. Knee is competitor product. Revised due to loosening component and peri-prosthetic fracture. No medical records available.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported to be an unknown stryker stem. Reported event: an event regarding a periprosthetic fracture involving an unknown stem was reported. The event was not confirmed. Method & results: device evaluations could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: insufficient patient medical records were returned or made available for review. Device history review could not performed as the lot number of the reported device was not provided and the device was not returned for identification. Complaint history review could not be performed as the reported product was not properly identified and was not returned for identification. Conclusions: the exact cause of the event could not be determined because the reported event could not be confirmed. No devices were returned and no medical records were provided for evaluation. Further information such as pre-and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and/or additional information become available, this investigation will be reopened. Not returned to manufacturer.